Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Congenital anomaly/birth defect , in section b5 it was reported as the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam and in section d1, brand name was reported as dreamstation auto CPAP. After review, it was determined no congenital anomaly/birth defect was reported ,this was incorrectly marked in section b.2., CPAP device is incorrectly reported in section b5 and brand name was incorrectly taken as dreamstation auto CPAP in section d1. The report should have been sent for product problem only in section b.1. In section b5 device should updated as bipap. The bramd name was updated as dreamstation auto bipap in section d1. Address was updated in section e1.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam.